Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged on lcd board. Unable to perform full drive system tests due to blank display. Motor passed motor test. Unit had cracked case at display window corner.

Event description:
The customer reported via phone call that as soon as she went through the airport detector, the customer was unable to read the screen because it was foggy. Fluid was under the lcd display. The insulin pump alarmed but she was unable to see what alarm it was. She was not receiving insulin because blood was backed up in the tubing. Customer's blood glucose level was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.